Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that interrogation of the patient¿s system controller revealed multiple low flow alarms. These alarms were reportedly not new for the patient. The patient was asymptomatic. The lvad clinician reported that the cause of the low flow alarms was not entirely known, but felt that it was likely due to cannula position. The patient has had several transthoracic echocardiograms (ttes) to assess. Results were not provided.